Manufacturer narrative:
Complaint confirmed. Three unpackaged ar-1934bcf-2-1 sutr anch, bio-comp s-tak serial/batch number: (B)(6), were received for investigation. Visual evaluation found that devices #1 and 2 are missing the implants and the suture. However, device #3 still has attached the implant and the suture. In addition, all three devices' shafts were bent, showing scratches and signs of wear. The more in-depth visual inspection identified that device #3 implant was damaged, indicating loss of geometry and nicks. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart and superior labrum anterior-to-posterior (slap) repair surgery the threads of the anchors ar-1934bcf-2-1 (lot: 14894159) broke. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.